Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia while using the ilet system and a 23" contact detach infusion set, including a documented blood glucose low of 50 mg/dl with lows persisting for a couple of hours and increased need for glucose tablets; low and urgent low alerts were received, and the user did not require assistance or medical intervention. Symptoms included hypoglycemia. Outcomes included use of oral glucose for correction and receipt of device alerts for low glucose. Investigation included customer support troubleshooting and education, and referral to the field team for follow-up on nocturnal low prevention and discussion of a possible factory reset. Investigation of this case revealed the cause of hypoglycemia was unclear, with no confirmed device malfunction identified during support interactions. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.